Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with glucose rising despite no food intake, followed by additional postprandial hyperglycemia after a meal announcement and eating; supplies were changed with no visible issues and the dexcom readings correlated with capillary tests. Symptoms included hyperglycemia with a reported peak of 260 mg/dl and duration outside target for approximately 2.5 hours, without ketone testing, back-up therapy, or medical intervention. Outcomes included no injury and no required medical care. Investigation included user education on meal announcement timing and product troubleshooting, including infusion set and tubing inspection and verification of cgm accuracy. Investigation of this case revealed no device malfunction identified and no occlusion or tubing kinks observed, and cgm performance was confirmed as accurate. It was concluded that the cause of the hyperglycemia was unclear and that the device was performing as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.